Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient revised on (B)(6) 2015 due to instability and poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.